Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, gel particles were observed in the specimen of an unspecified number of devices which clogged the analyzer probe. No adverse impact was reported for the patient or the user.

Manufacturer narrative:
Investigation summary bd received 5 samples and 2 photos for investigation. Evaluation of the two photos indicated gel globules in the serum. Out of the five returned samples, gel air bubble was observed in one of the tubes. Additionally, 100 retained samples were visually inspected, and no gel defects were found. Complaints for sample quality were not under statistical control for the month of december 2025; additional testing were performed. Factors that may contribute to oil gel globule were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure mode, oil gel globule via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes oil gel globule via photo analysis and gel air bubble via return samples analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, gel particles were observed in the specimen of an unspecified number of devices which clogged the analyzer probe. No adverse impact was reported for the patient or the user.